Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned cpr4 head was tested and the reported behavior was not reproduced, as normal initialization of the head and normal communication were observed when interrogating reference devices. - therefore, no anomaly is suspected on the returned cpr4 head.

Event description:
Reportedly, an issue to initialize the cpr4 head occurs randomly.

Event description:
Reportedly, an issue to initialize the cpr4 head occurs randomly.